Event description:
Reportedly, the surgeon could not open the instrument after firing. Rectal bleeding and unanticipated tissue loss were reported as a result of this incident. Procedure: open sigmoid resection. Pt sex: unknown.